Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level was 431 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer was treated with insulin pump. During troubleshooting it was found that insulin vial was not exposed to extreme temperatures, expired or looks cloudy. Customer stated that insulin exited and cannula was not bent. There were no kinks, bends, or multiple large bubbles present along the tubing length. Customer stated that there were no leaks. The insulin pump will not be returned for analysis.